Event description:
A patient in switzerland was treated with an icotec pedicle screw system (10 pedicle screws, 10 nut screws, 2 pedicle rods) in 2023. The patient noticed increasing pain. A revision surgery was performed ((B)(6) 2025). During the revision surgery it was noticed that one pedicle screw has become loose in the bone and the nut screw used to tighten the rod into this pedicle screw's head has become loose. The one concerned pedicle screw was removed. The surgeon decided to not replace this pedicle screw and the surgery was completed.

Manufacturer narrative:
Investigation of historical adverse event data determined that icotec has become aware of four similar events with its pedicle system to date. At the current state no investigation can be performed as the lot number of the device is unknown and no pictures were provided to the manufacturer. The hospital was requested to return the retrieved pedicle screw and nut screw to icotec for investigation. A follow-up report will be submitted if additional relevant information becomes known.